Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the distal tip of a 6f (5mm x 100mm) 120cm .035-inch smart flex vascular stent system (sfa/pp) detached. There was no reported patient injury. Additional information was requested but not provided. The device was not returned as expected. The device was not returned for evaluation. A product history record (phr) review of lot 350859 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip separated¿ cannot be verified as the device was not returned for analysis. The exact cause cannot be determined. Vessel characteristics and procedural factors likely contributed to the reported event. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the instructions for use which is not intended to mitigate risk, ¿do not use if the system appears to be damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Prepare the stent delivery system: a. Open the outer box to reveal the pouch containing the stent and delivery catheter. B. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if either the inner or outer pouch is opened or damaged. C. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged, do not use the device.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of a 6f (5mm x 100mm) 120cm .035-inch smartflex vascular stent system (sfa/pp) detached. There was no reported patient injury. The device will be returned for evaluation.